Event description:
A trilogy evo, USA ventilator was returned due to end of a loaner agreement. There was no allegation of device malfunction. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo, USA device at a third-party service center, a critical error code evt_commsfail_ui_to_type was observed. The technician recommended replacing the device's system board to address the issue, as it is intermittent when transmitting information. No repair was performed. The device has been processed as scrap. Additionally, it was documented that the device's cabinet, ports, doors, and handles are in good condition. They require a firmware update, but not a battery replacement.